Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry and investigation, it was learned that a 31mm 6900ptfx mitral valve was explanted after an implant duration of 1 year, 4 months due to valve thrombosis causing mitral stenosis. Blood cultures were negative. Patient presented with shortness of breath. The explanted valve was replaced with a 33mm 6900ptfx valve. The patient was stable. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. ' thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned that a 31mm 6900ptfx mitral valve was explanted after an implant duration of 1 year, 4 months due to prosthetic valve endocarditis. The explanted valve was replaced with a 33mm 6900ptfx valve. The patient tolerated the procedure well and was discharged on pod# 12. Per medical records, the patient presented with shortness of breath. Blood cultures were negative, however, tee revealed mobile vegetations on the bioprosthetic mitral valve leaflets creating burden and resulting in severe mv stenosis. The patient underwent redo mvr utilizing a 33mm 6900ptfx ce perimount plus valve. The patient tolerated the procedure well with no apparent complications. Postoperatively, he transported to intensive care unit intubated, stable condition.